Manufacturer narrative:
There is a previous complaint of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 2 open samples with the needle detached from the thread. In both samples, the thread is still wound on the pack and in one of them, the needle is missing. Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account the open samples received with the needle detached from the thread and the thread is still wound on the pack and that there is a previous confirmed complaint, we consider this complaint to be confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show the needle escaped from the thread. Final conclusion: considering the defective samples received and that there is a previous confirmed complaint, we conclude that this complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread is not attached to the needle.